Manufacturer narrative:
One used device was received for evaluation. Functional and visual tests were done; the reported issue can be duplicated. The root cause of the issue was due to an assembly error where the vent was incorrectly adhered to the gas vent body. A review of the device history record (DHR) indicated that all inspections were completed during manufacture, and no issues had been noted at that time. This file was originally incorrectly filed under registration number mrn 9617604-2025-00261. The date of that submission was 10-nov-2025.

Event description:
It was reported that blood leaked during use. The event occurred during patient administration at the facility. No patient harm or adverse event was reported.